Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (non-device related). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on july 12, 2024.

Manufacturer narrative:
Device analysis report attached.